Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels up to 300 (mg/dl). Customer delivered a bolus, manual injection and then reverted to a non-tandem pump to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.